Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the pump stopped fill tubing at 10 units and requested a minimum of 50 units after the cartridge had been loaded with insulin. There was no impact to the customer's blood glucose level.